Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0519663v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
A consumer whose indication for use is dystonia reported via a manufacturing representative that there was deep concern about the patient¿s chest. The patient had an appointment on (B)(6) 2015. A healthcare professional saw pictures of the patient¿s chest and was concerned about erosion of the battery through the skin. A healthcare professional was also seen in (B)(6) 2015 whom was also concerned about this. Additional information was received from a healthcare professional which indicated no erosion had occurred. The patient¿s implantable neurostimulator (ins) was replaced possibly due to a surgical procedure but this was unclear and the ins was close to erosion. The patient had not wanted to have the problem corrected by the surgeon who had replaced the ins and was requesting a different healthcare professional fix the problem. The patient was coming in to see if the healthcare professional could fix the problem by either replacing the device with one device or two. The healthcare professional felt that it was about to erode through the skin and the patient was told to suspend her yoga forthwith due to the concern that such activity could push it through. The battery was currently placed upside down, backwards and the wires were in a different place then the previous surgeon. The patient had an ins connected to an adaptor connected to a wire in the neck. There was erosion at the chest/ins site and the symptom was noted to have had gradual onset.